Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection with sepsis. In addition, the patient had pain near front at the incision site and a bump/lump was developed. The pain was lessened when started to prescribed with antibiotics but pain still present at pocket incision. A second round of antibiotics was given. A revision was performed and the s-ICD along with the lead were explanted. There were no adverse patient effects reported. This explanted device will be returned. It was reported that the patient had an abscess on the xiphoidal incision. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection with sepsis. In addition, the patient had pain near front at the incision site and a bump/lump was developed. The pain was lessened when started to prescribed with antibiotics but pain still present at pocket incision. A second round of antibiotics was given. A revision was performed and the s-ICD along with the lead were explanted. There were no adverse patient effects reported. This explanted device will be returned. It was reported that the patient had an abscess on the xiphoidal incision. No additional adverse patient effects were reported.